Event description:
According to the reporter, while inspecting the device and when the device was turned on, there were no voice prompts. There was no patient use associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.